Event description:
It was reported that the customer passed away. The caller stated that the customer broke his shoulder during (B)(6), and while on bed rest, he developed pressure sores. The sores caused infections and high blood glucose levels that he could not control. The last known blood glucose reading was 325 mg/dl. The cause of death was reported as end stage dementia, organ, cardio pulmonary arrest and diabetes complications. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.